Event description:
It was reported that the patient experienced cerebral infarction. After the pulsed field ablation (pfa) procedure to treat atrial fibrillation, the patient returned to the room and complained of difficulty speaking. A magnetic resonance imaging (MRI) scan was performed, which revealed a small cerebral infarction. The situation was monitored with an intravenous (IV) drip. No special medication for the cerebral infarction was administered; treatment consisted solely of the IV drip. The farawave catheter is not expected to return as it was disposed by the facility. It was further reported that the patient was discharged from the hospital and the patient symptoms of difficulty in speaking has been resolved as the patient had recovered.

Manufacturer narrative:
Correction to section a patient information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cerebral infarction. After the pulsed field ablation (pfa) procedure to treat atrial fibrillation, the patient returned to the room and complained of difficulty speaking. A magnetic resonance imaging (MRI) scan was performed, which revealed a small cerebral infarction. The situation was monitored with an intravenous (IV) drip. No special medication for the cerebral infarction was administered; treatment consisted solely of the IV drip. The farawave catheter is not expected to return as it was disposed by the facility. It was further reported that the patient was discharged from the hospital and the patient symptoms of difficulty in speaking has been resolved as the patient had recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.